Event description:
It was reported that the device exhibited episodes of false automatic mode switch (ams) due to far r over-sensing. No patient's symptoms were reported.

Event description:
New information indicated that device reprogramming was made addressing the far r over-sensing. The patient was fine.